Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned inside of the loading device. The tension spring assembly, anchor tab, and seal were located inside of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal failed to load properly as it remained inside of the loading device upon removal of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.